Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the pump didn't recognize the door being opened or closed, could run infusion with door open' was reproduced as "false detection of closed door state and no alarm for door open". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged lower aux upper link. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump didn't recognize the door being opened or closed. The pump could run an infusion with the door open. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.